Manufacturer narrative:
Corrected data in sections: outcomes attributed to adverse event, common device name, type of reportable event, device evaluated by MFR. Clarification of manufacturers investigation results: the received valve was at a pressure setting of 19 cmh2o. Visual investigation of the received device indicated no deformations present. Permeability testing was conducted at hydrostatic pressure difference of approximately 20-30 cmh20 in the flow direction. The valve was found to be permeable. Adjustment testing was performed in 5 cmh2o increments in both increasing and decreasing directions. The investigation showed that the valve can only be set in the pressure range between 11 cmh2o to 20 cmh2o. In the pressure range 0 cmh2o to 10 cmh20, no adjustment of the pressure range was possible. Brake force and brake function was tested using a brake dynamometer, to measure the release force of the valve. This measures the force that must be exerted on the housing in order to release the rotor so the valve can adjust by means of the solenoid. The braking function was positively proven and the measured values were within specification. The valve was opened to investigate the possibility of the presence of natural cerebrospinal substances (protein, blood or tissue particles). Deposits were present, which could explain the adjustment difficulties experienced. No action is required, the reported issue is a known and unchanging risk of hydrocephalus therapy with shunt implants.

Manufacturer narrative:
Production and quality assurance data the progav 2.0 valve was replaced by a qualified one in february 2016. Staff made. No abnormalities during assembly occurred on. The valve has been released for packaging and sterilization and sterilized in the company autoclave. The progav 2.0 valve has the target pressure levels 0 to 20 cmws. The valve characteristics after closing the valve for 5 ml / h or 50 ml / h flow for the set pressure level 0.10 and 20 cmh2o were in order. The valve has been finalized as item fx410t and for shipping approved. The valve characteristics correspond to the specification. The brake was adjusted according to the specification. The progav 2.0 valve has been preset to position 5 cmh2o. The tightness of the system has been tested and proven. All controlled characteristic values were within the required specification. 3rd investigation. Description of the delivery condition: the valve was inserted into us using the return kit unknown liquid sent. When delivered for inspection, the valve was at pressure level 19 cmh2o adjusted, see picture 1. Optical test: in the first step of our investigations we have a visual inspection carried out. We could not see any apparent deformations or other damage on the housing membrane. Penetration test: to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. Verstelltest: we tried all the pressure steps in steps of 5 at the valve up and down to adjust. The investigation has revealed that the valve only in the pressure stage range 11 cmh2o to 20 cmh2o can be adjusted, in the pressure levels 0 cmh2o to 10 cmh2o was none adjustment of the pressure level possible. Brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measurement of braking force was within the expected specification. Result: at the beginning of our investigations we have an optical at the valve test performed. There could be no apparent deformations or abnormalities are detected. In the further course we have tested the valve positive for permeability. To further investigate the suspicion of "non-adjustability" we performed an adjustment test on the progav 2.0 valve. The investigation has shown that the valve only in the pressure stages from 11 cmh2o to 20 cmh2o. In the pressure stages 0 cmh2o up to 10 cmh2o, no adjustment was possible. The braking function could also be proven positively. The measured values of the braking force measurement were within the permissible limits tolerance. One of the known risks of hydrocephalus therapy is the functional hazard due to natural substances in the csf like protein, blood or tissue particles 1. To verify if this is the case implant considered here, we have the valve final open. After opening the progav 2.0, apparent deposits in the inside the valve can be determined, which is an explainable cause of could be the adjustment difficulties. A defect of the valve at the time of delivery we can exclude. The valve has the christoph miethke gmbh & co.kg in leave a perfect condition.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
(B)(6). A 1y po valve is not adjustable. Explanted. Delivered with the return kit inside an unknown liquid.